Manufacturer narrative:
The device was returned and analysis is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's device was removed. There were no reports of any device issues from the patient prior to the event. Nevro attempted to obtain additional information regarding the device removal but none was available.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was analyzed.